Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red under breast and shoulder area from rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff applied lotion to the skin irritation. Follow up indicated that the skin irritation improved.